Manufacturer narrative:
(B)(6). (B)(4).

Event description:
At the time of insertion anchor broke during the procedure. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Visual assessment confirmed the reported breakage. The anchor has broken at the suture eyelet. Examination of the inserter confirmed one of the inserter tines is bent. Clinical details were proved however insertion site preparation was not. The condition of the device indicates that the anchor was inserted off axis. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. Due to these observations no root cause related to the manufacturing process can be established. No additional actions are required at this time. Credit has been issued as a customer courtesy.